Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. Customer administered correction insulin by injection, blood glucose returned to range following this treatment, and technical support advised customer to consult healthcare provider about factors affecting blood glucose.